Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: incidental findings: extrinsic outflow graft obstruction was confirmed through evaluation of the returned device. A specific cause for the patient¿s driveline infection was unable to be conclusively determined though evaluation of the returned device. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. A distal portion of the pump cable was returned, measuring approximately 10.5¿. The modular cable was returned secured to the pump cable via the inline connector. Approximately 4¿ of the outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged at the graft hardware. An additional segment of the outflow graft was also returned, measuring approximately 5¿. The apical cuff was not returned. Examination of the inflow cannula revealed a thin, tissue-like ingrowth along the proximal opening. The deposition was well-adhered and did not appear to occlude the blood-flow pathway. Upon disassembly of the returned pump, examination of the blood-contacting surfaces did not reveal any adhered depositions that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management,¿ instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate 3,¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a driveline infection starting on 05oct2023. Cultures were positive for staphylococcus aureus. The pump was exchanged on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The cultures identified were methicillin-susceptible staphylococcus aureus. The previous debridement was (B)(6) 2023. The pump exchange did not resolve the infection. The patient was put on chronic antibiotics.